Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic choledocholithotomy, the 1st and 2nd device would not clip. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with seven clips remaining. Functionally; the instrument was applied to appropriate test media. The instrument cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The instrument did not have the tactile feedback while firing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component error was identified during product analysis. The latch component may fracture and break causing the device to not make a tactile sound every time the handle is cycled and/or jamming the instrument. The product analysis established a relationship between a device failure and the reported incident of no tactile feedback. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.